Manufacturer narrative:
(B)(4). Device evaluation: as received, a thread approximately 34 mm long was found loose and originating from the sewing ring around leaflet 1. Suture holes were visible around the sewing ring near loose thread. Valve was returned still attached to holder with all three green sutures intact at the cutting channels. X-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Photos provided appeared consistent with lab findings. Additional manufacturer narrative: UDI number: (B)(4). The device was returned to edwards for evaluation. Customer report that "string came out of the cuff" was confirmed through observed loose thread. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event has not been determined at this time. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 25mm aortic valve was found in the operating room with a piece of fabric hanging off the valve. The string came out of the cuff after putting a needle through the cuff. The surgeon thinks it was from within the valve. The surgeon did not feel comfortable to implant the valve into the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated section h6. Complaint is confirmed. A design defect is confirmed. Event is under investigation under CAPA/pra. Trend is in control. The root cause of the loose sewing cloth is related to the design of the product/stent assembly method and not related to the valve implant procedure.